Event description:
A pt undergoing hemodialysis therapy experienced separation of their venous blood line and central venous catheter that was not detected or signaled by the hemodialysis machine monitoring system. A large blood loss resulted. The pt expired soon after the event. Four (4) minutes prior to the event, the venous blood line/central venous catheter connection had been checked and found to be secure and with no evidence of leakage or loosening.